Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Device remains implanted. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that the patient with unix implanted (B) (6) 2006 has unexpected osteolysis in the lateral femoral condyle on review x rays. Device is still in situ.